Manufacturer narrative:
With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. The root cause of the reported event cannot be conclusively determined; though, clinical factors that may have contributed include the patient's previous medical history, and related comorbidities. There are patient, procedural and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The patient was admitted to the emergency room (ER) on (B)(6) 2016 with left-sided weakness, slurred speech, decreased mental status, and a systolic blood pressure in the 70s range. Supraventricular tachycardia (svt) and hypotension were also noted. The patient was subsequently given adenosine. Cardiology consultation echocardiogram (EKG) revealed narrow complex tachycardia indeterminate rp tachycardia at a rate of ten (10) beats per minute (bpm) as well as sinus rhythm. Doses of adenosine were administered in the ER at 2020 and 2110 without any change in rhythm. Telemetry demonstrated sinus tachycardia at a rate of 110 bpm with frequent premature atrial complex's (pacs) that then lead to at least two distinct tachycardias. According to the physician, the ventricular tachycardia (vt) was likely exacerbated by the patient's sympathetic tone due the brain bleed. It was also stated that "it is unlikely that her episodes of svt currently will have any significant impact on the overall prognosis, but if needed, agree with the heart failure attendings previously recommended dosing of amiodarone." Amiodarone bolus and intravenous (IV) were started at 2123. On (B)(6) 2016 at 0545, the patient was noted to be in vt (heart rate was in the 180s-200s bpm). The implantable cardioverter defibrillator (cd) was firing but not breaking rhythm. The vad flows were reported to be down to 1.5 l/min. The patient was administered adenosine at 0600 and lidocaine at 0602. Cardioversion was performed twice at 0620 for the vt. ICD interrogation and device were turned off at 1336 due to the patient's "progressive decline". A do-not-resuscitate order (dnr) was made. Interrogation diagnostic summary stated that since (B)(6) 2016, the patient had twelve (12) episodes in the vf zone, antitachycardia pacing (atp) delivered eleven (11) times, and nine (9) shocks were delivered. The vad pump turned off around 1810 and the patient was pronounced dead at 1815. It was stated that the patient was "often non-compliant at times" and "often careless with equipment and medications". It was also reported that "sleeping all day" was not unusual for the patient. "She had been with her family for some time with slurred speech and facial drooping. Patient called herself with difficulty speaking when on-call rn told her to call 911." She presented to the ER unable to communicate. No further information was provided. The hvad is used for treatment not diagnosis. It can be concluded that the known and foreseeable risks associated with the placement of a vad are minimized and acceptable when weighed against the benefits of the intended performance per risk management processes. Neurologic events, such as stroke, are likely caused by thromboemboli and/or preexisting conditions and are a potential adverse event related complication in lvads. Vad patients are prone to thromboemboli for various reasons and require the use of anticoagulation to prevent thromboembolic events and excessive use of anticoagulants can result in a neurologic events caused by intracranial bleeding. With review of the available clinical data, there is no indication of any device manufacturing or performance issues related to the reported event. The root cause of the reported event cannot be conclusively determined however, patient, procedural, and pharmacological factors that may have contributed to this event.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The lvad system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events, including stroke, have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Stroke is a known potential complication associated with all patients implanted with vads. The lvad instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Stroke/cerebrovascular accident has been identified in the labeling as a serious adverse event that may be associated with the implantation of vads and the associated therapy. Death as a potential event that may be associated with use of the product. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Furthermore, these benefits apply to patients being bridged to heart transplant, patients receiving permanent support (destination therapy), and those being supported with the expectation for myocardial recovery. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that patient called early in the morning of (B)(6) 2016 with slurred speech. Patient was admitted to the hospital. Patient's inr 12, CT scan demonstrated massive herniation hcva (hemorrhagic cerebrovascular accident). Care was withdrawn. Patient died (B)(6) 2016. No additional information provided.

Manufacturer narrative:
Four batteries, two controllers, one pump along with the outflow graft, one controller ac adapter, one controller dc adapter and one battery charger were returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the manufacturing records and sterility certificates for the pump and the outflow graft confirmed that the associated devices met all requirements prior to release. Log file analysis revealed two (2) low flow alarms and two (2) suction alarms on (B)(6) 2016. Analysis of devices ((B)(4)) revealed that the devices passed visual inspection and functional testing. The hvad pump ((B)(4)) passed visual inspection and functional testing; however dimensional verification revealed a slight deviation from the rear housing disc curvature specifications. Given that the device met dimensional verification prior to release, this deviation likely occurred during system use. Based on the lack of impact on the post-explant wet test power consumption, this deviation is not expected to impact pump performance. Independent pathological report revealed thrombus in the outflow graft. The most likely root cause of the low flow event observed in the log files may be attributed to the outflow graft thrombus. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. It can be concluded that the known and foreseeable risks associated with the placement of a vad are minimized and acceptable when weighed against the benefits of the intended performance per risk management processes. Neurologic events, such as stroke, are likely caused by thromboemboli and/or preexisting conditions and are a potential adverse event related complication in lvads. Vad patients are prone to thromboemboli for various reasons and require the use of anticoagulation to prevent thromboembolic events and excessive use of anticoagulants can result in a neurologic events caused by intracranial bleeding. With review of the available clinical data, there is no indication of any device manufacturing or performance issues related to the reported event. The root cause of the reported event cannot be conclusively determined however, patient, procedural, and pharmacological factors that may have contributed to this event.